Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic treatment was performed by the customer and the procedure was aborted. The philips field service engineer (fse) inspected the system on site and confirmed that system could not emit x-ray. Upon troubleshooting fse found that ippc was not starting up and the voltage was low in bios battery. To resolve the issue, fse ippc bios battery. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.